Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report. This device has been manufactured by symphonix corp. Vibrant med-el took over the assets from symphonix corp in 2003. As such vibrant med-el feels responsible to follow-up on product problems with symphonix produced devices.

Event description:
It was reported by the pt that the device turns on and off when he moves his jaw. This has been persistent for a few weeks. There is no history of illness or accident/head trauma that caused this or that occurred prior to the complaint. Sound quality is ok. Pt will be scheduled for an x-ray or scan.